Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2000, whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2003 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain, adhesions, and hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 1999: (B)(6) healthcare (B)(6) m.d. Operative report. Preoperative diagnosis: left breast mass. Nodule of umbilicus. Postoperative diagnosis: left breast mass. No nodule identified in umbilicus. Procedure: excision of left breast mass. Exploration of present umbilical hernia repair. Anesthesia: mac [monitored anesthesia care]. History: painful nodule umbilicus . Anesthesia: weight 78 kg [172 lbs.]. Smoker . Procedure: ¿¿ we then turned our attention to the umbilicus which was also infiltrated with a local anesthetic solution. The skin incision was made through the old scar, dissection was carried down through the subcutaneous tissue with cautery. It was carried down to the previous umbilical hernia repair. This was carefully explored in all directions. I could not identify a distinct nodule or hernia. The skin wound was then closed with a running 4-0 prolene. The wound was dressed sterilely .¿ implant #1 preoperative complaints: (B)(6) 2000: (B)(6) healthcare. (B)(6) md. History: ¿(B)(6) is a 37-year-old female who has had a recurrent ventral incisional hernia for some time. She had pain and discomfort associated with this and was admitted to undergo repair of this hernia with mesh .¿ (B)(6) 2000: (B)(6) healthcare. Illegible signature. Operative record/anesthesia. Height 5¿2¿, weight 157.5 lbs. Respiratory: cough. Congestion. Tobacco use: 36 pack year history. Previous anesthesia: hysterectomy, cesarean section x3 and hernia repair x5. ¿slow to wake up .¿ implant #1 procedure: repair of incarcerated recurrent incisional hernia with mesh. Implant: gore-tex® soft tissue patch [p15132-257/1410015010 ]. Implant #1 date: (B)(6) 2000 (hospitalization (B)(6), 2000). (B)(6) 2000: (B)(6) health care. (B)(6) md. Operative report. Preoperative and postoperative diagnosis: recurrent incarcerated ventral incisional hernia. Anesthesia: general. Procedure: ¿the patient is brought to the operating room placed under satisfactory general anesthesia with endotracheal intubation. Abdomen was prepped and draped in sterile fashion. Vertical midline abdominal incision overlying the previous scar was made, carried down through subcutaneous tissue, entry into the peritoneal cavity was made along the superior edge of the incision at a place where no underlying bowel was identified. We then extended the length of the fascial incision. There was marlex mesh in place and I was able to cut through that however removal of the mesh would not be feasible because of the end growth. The most noticeable part of the hernia was along the left lateral edge of the incision in the inferior portion. There was a large amount of omentum in the hernia sac. This was all reduced and the hernia sac was excised. A piece of gore-tex was brought to the field. It was cut to the appropriate size, placed in the intraperitoneal space and secured to the healthy edge of the fascia using interrupted sutures of o chromic. Once the defect had been repaired in this manner the fascia was approximated overlying the mesh with interrupted figure-of-eight of 0 prolene. Two flat jackson-pratt drains were then placed in the subcutaneous plane brought up through separate skin incisions. Skin was closed with staples. Sterile dressing was applied. The patient tolerated the procedure well. There were no complications .¿ (B)(6) 2000: (B)(6) health care. (B)(6) , md. Discharge summary. Admission and discharge diagnosis: large recurrent ventral incisional hernia. Hospital course: ¿she was taken to the operating room on (B)(6) 2000 where she underwent repair of this incarcerated recurrent incisional hernia with mesh. Postoperatively, she was admitted to the surgical floor. On the first postoperative day she was awake and alert with good pain control, she was passing flatus. She had normal discharge from her jackson-pratt drain. She was started on a diet, by the second postoperative day, she was doing quite well and tolerating diet. The jackson-pratt drainage was clear. She had good pain control with oral pain medication. The drain was removed and she was discharged home with instructions to follow-up in the office.¿ condition on discharge: stable . Explant #1, implant #2 preoperative complaints (B)(6) 20003 : (B)(6) healthcare. (B)(6) md. History and physical. History of present illness: ¿(B)(6) is a 39-year-old female who is admitted to the hospital to undergo repair of a recurrent incisional hernia. The patient has had a very extensive surgical history. She has had 3 cesarean sections followed by hysterectomy and bilateral salpingo-oophorectomy. Subsequent to that, patient had developed an incisional hernia from a previous repair by another surgeon. She then underwent another repair by mesh approximately a year ago and she has had a recurrence along the superior edge of the incision. This causes her quite a significant amount of pain and discomfort. She has had no nausea, vomiting, obstipation or constipation, or other symptoms suggestive of a bowel obstruction.¿ past history: ¿the patient has history of arthritis and asthma. Surgical history: she has undergone c-sections x3, total abdominal hysterectomy and bilateral salpingo-oophorectomy, and multiple incisional hernia repairs with postoperative seromas on several occasions. She does smoke 1 pack of cigarettes per day. Abdominal exam: ¿soft. There is a vertical midline abdominal incision with an incisional hernia along the superior aspect. This does not appear to be incarcerated. It is mildly tender. Bowel sounds are present and active.¿ assessment: recurrent ventral incisional hernia. Plan: repair of ventral incisional hernia with mesh .(B)(6) 2003: covenant healthcare. Illegible signature. Operative record/anesthesia. Height 5¿ ½¿, weight 75.77 kg [167 lbs.]. Reflux. Respiratory: asthma. Tobacco use: 1 x 12 pk/yr . Explant #1, implant #2 procedure: repair of recurrent ventral incisional hernia with mesh and removal of old mesh. Implant: gore® dualmesh® biomaterial [1dlmc203/01090299]. Explant #1, implant #2 date: (B)(6) 2003 [hospitalization (B)(6) 2003]. (B)(6) 2003: (B)(6) healthcare. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: recurrent ventral incisional hernia. Anesthesia: general. Procedure: ¿a vertical midline abdominal incision overlying the previous scar was made initially superiorly at the site of the palpable mass. The dissection was then carried down through the subcutaneous tissues and the hernia sac was identified. The old mesh had pulled from the edges of the fascia superiorly. The mesh was then circumferentially removed to expose the healthy fascia. There was a piece of old marlex mesh inferiorly that was also removed. Once the edges of the fascia were dissected free, a piece of gore-tex dual mesh was brought into the field, placed intra peritoneally with the rough surface facing the fascia. The mesh was then secured in place with interrupted sutures of 0 prolene. The fascia was closed overlying the mesh. Two 10 mm flat drains were placed and brought out through a separate skin incision. The subcutaneous tissues were then approximated with interrupted sutures of 2-0 vicryl and the skin was closed with staples. Dressings were applied. The patient tolerated the procedure well. There were no complications .¿ (B)(6) 2003: (B)(6) healthcare. Implant sticker: ¿gore-tex dualmesh biomaterial.¿ item#: 1dlmc203. Lot#: 01090299 . (B)(6) 2003: (B)(6) healthcare. (B)(6), md. Discharge summary. ¿intraoperative course was unremarkable. Postoperatively she was admitted to the surgical floor, pain controlled within the first 24 hours, then she was placed on a pca pump which she tolerated well. She had some dyspeptic symptoms for which she was started on proton pump inhibitor and then switched to an h2 blocker. This improved her symptoms. Her diet was gradually advanced after her nausea resolved. Jackson- pratt drains were removed prior to discharge and she was sent home in stable condition on (B)(6) 2003. Condition on discharge stable. She was advised to resume regular diet and contact the office with any problems .¿ revision of #2 preoperative complaints: (B)(6) 2004 : (B)(6), md. History and physical. Present illness: recurrent ventral/incisional hernia, last repair (B)(6) 2003. Recurrent symptoms, pain and bulge left mid abdomen. Reducible. Past surgical history: cesarean section x3, hernia repair (B)(6), total abdominal hysterectomy and bilateral salpingoophorectomy (B)(6). Social: smokes one pack daily for 20 years. Abdominal exam: previous incision well healed, left of incision 4 x 4 cm bulge, reducible, positive bowel sounds and nondistended. Diagnosis: recurrent incisional hernia. Planned procedure: incisional herniorrhaphy with mesh . (B)(6) 2004: (B)(6) healthcare; llegible signature. Operative record/anesthesia. Height 5¿, weight 79 kg [174 lbs.]. ¿smokes < ppd .¿. Revision of #2 procedure: exploration of abdominal wound for possible recurrent hernia. Revision of #2 date: (B)(6) 2004 (hospitalization (B)(6) 2004). (B)(6) 2004: (B)(6), md. Operative report. Preoperative diagnosis: recurrent hernia. Postoperative diagnosis: no recurrent hernia, abdominal wound scar tissue. Anesthesia: general. Estimated blood loss: less than 25 cc. Procedure: ¿previous scar was noted. Again the scar was incised along the same line with scalpel cauterization to provide hemostasis, dissected down through the subcutaneous tissue to the previous mesh which was in place. The mesh was dissected circumferentially. It was noted to be a gore-tex mesh and the fascia scar tissue overlying the anterior mesh was opened. The mesh could then be palpated and circumferentially was note to be in good position with no evidence of any recurrent hernia around the mesh and the mesh was noted to be densely adhered peripherally without any evidence of herniation peripherally to the mesh as well. It was felt that there was no recurrent hernia however there was noted to be scar tissue that was thickened on the left inferior side where the hernia was possibly present. Scar tissue was thinned in this area and the fascia was again reapproximated with a nonabsorbable braided suture. At this point the fascia overlying the mesh was then reapproximated with a running nonabsorbable monofilament suture. The subcutaneous tissue was copiously irrigated. Subcutaneous tissue was reapproximated with 2-0 vicryl suture and skin was closed with a running 4-0 vicryl subcuticular stitch. Steri-strips and dressings were applied. Patient was awakened and taken to the recovery room in stable condition .¿. Relevant medical information: (B)(6) 2005: (B)(6), md. Operative report. Preoperative diagnosis: abdominal pain. Status post multiple recurrent incisional hernias. Postoperative diagnosis: extensive adhesions, no evidence of abdominal wall hernia. Chronic deformation of the abdominal wall. Procedure: exploratory laparoscopy with extensive adhesiolysis. Revision of deformed abdominal wall. Procedure: ¿a left upper quadrant 5 mm incision was then made. This was carried down through the subcutaneous tissue where the veress needle was placed into the abdomen and water drop test was performed and found to be satisfactory for the establishment of pneumoperitoneum. Pneumoperitoneum was established at 15 mmhg and 4 liters of co2 were instilled. A 12 mm trocar was then placed. The laparoscope followed. The left subcostal incision was then inspected and the veress needle was free of any gross abnormalities. A 5 mm trocar was then placed and utilizing sharp and blunt dissection all of the adhesions to the anterior abdominal wall were taken down sharply. The complete anterior wall was exposed and found to be intact with no evidence of herniation. Therefore, at the conclusion of this, I performed an excision of the very deformed abdominal wall scar that was chronically difficult to maintain for hygiene purposes. This was excised with curvilinear incisions on both sides of the previous scar. The umbilicus was completely excised. The wound was made hemostatic. It was then closed with interrupted 3-0 vicryl sutures no acute distress a running 4-0 vicryl subcuticular stitch. A sterile steri- strip dressing was then applied. The laparoscope was the returned to the abdomen where the abdomen was free of any gross abnormalities and no evidence of hemostatic problems. Thereafter, all ports were removed from the abdomen and the procedure was concluded .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch and gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch and gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
Previous patient code 2240 was reported based on the original complaint and is no longer applicable per gore¿s investigation. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: no information. Implant: gore-tex® soft tissue patch, [p15132-257/ 1410015010]. Implant date: (B)(6) 2000 (hospitalization dates unknown). 10/25/00: (B)(6) health care. (B)(6) , md. It should be noted that the : gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The : gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code: manufacturing and sterilization results h6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore-tex® soft tissue patch to the host tissue and necessitate reoperation.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. For serial device #(B)(6), the manufacturing and sterilization records are unavailable for review. Based on an implant date of (B)(6) 2000, the required record retention period of 10 years would have been exceeded, at the latest, on (B)(6) 2010. Although documents are unavailable, standard manufacturing and sterilization procedures require lot history review before release of the device to ensure compliance with device specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.